Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon crossed through the lesion part and inflated up to the nominal pressure, however, the device was ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no patient complications reported post procedure.